Event description:
It was reported that it was not possible to interrogate the device. It was explanted. Please note this ICD is affected by a field safety corrective action, bio-lqc, initiated in march 2021.

Manufacturer narrative:
The leads were not returned for analysis. This report is thus based on the analysis of the ICD itself as well as the inspection of the quality documents associated with the manufacture of the ICD and the leads. The manufacturing processes for these devices were reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing. The final acceptance tests proved the devices functions to be as specified. Upon receipt, the ICD was visually inspected. The inspection revealed a spot of molten titanium on the ICD housing. In a next step, the ICD was subjected to an electrical analysis, confirming that the device could not be interrogated. Based on the above observed symptoms as well as the reported necessity of replacing the rv lead, it is reasonable to assume that a shock delivery into an external short circuit led to a damage of the electronic module of the ICD. Due to the damage the device could not be interrogated and the memory content was not restorable. Possible clinical complications that might lead to an external short circuit include - but are not limited to - a twiddler syndrome, a subclavian crush syndrome or any other lead insulation damage. In conclusion, the ICD was presumably damaged due to a shock delivery into an external short circuit, potentially caused by an insulation damage of the rv lead. There was no indication of a material or manufacturing problem of the leads and the ICD.

Event description:
It was reported that it was not possible to interrogate the device. It was explanted. Please note this ICD is affected by a field safety corrective action, bio-lqc, initiated in march 2021.